Event description:
Customer reported that their pump screen was not turning on and stayed dark. Customer declined to provide their blood glucose level at the time the issue was noticed. Technical support instructed the customer to perform various troubleshooting steps, including pressing the button and connecting the pump to a known working power source, but the pump remained unresponsive. Subsequently, technical support decided to replace the pump, and the customer was advised to use an alternate method of insulin delivery, mdi, to prevent interruption. Additionally, the customer was guided on placing the pump into storage mode before returning it and agreed to do so using a pre-paid label within ten days.